Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance happened in the catheter lumen while the physician was trying to reposition the coil. It was noted the coil pushed out of the introducer sheath smoothly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a concerto coil prematurely detached. The patient was undergoing treatment for embolization of the subclavian artery in a thoracic endovascular aortic repair (tevar) procedure. The patient's blood flow and vessel tortuosity were normal. It was reported that the coil was not coiling properly, so the doctor was going to pull the coil out and try another size. The coil then prematurely detached and was removed with a snare. No additional medical/surgical interventions were needed. It was noted that there had been friction/difficulty during delivery, and the pushwire was bent or broken. The physician had repositioned the coil 3 times. No detachment attempts were made, and the pusher was not rotated during the procedure. A continuous flush had been administered. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a boston scientific renegade .021 microcatheter.